Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - compact plus system 1, serial number (B)(4); (B)(6) - compact plus system 2, serial number (B)(4).

Event description:
Customer reportedly received the following results on two different compact plus systems within 10 minutes: 0.9 mmol/l (system 1) and 5.2 mmol/l (system 2). No death or serious injury reported. Requested return of suspect device and replacement was sent.